Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video ultrasound scope eg-3870utk. In the event reported, it was stated that the needle exits elevator side. The anomaly occurred in the procedure room during use and the user stated the customer stated there were no patient/user injuries, adverse events, delay, or medical intervention reported. The device was returned to pentax medical service facility on service order (B)(4) where it's was inspected, and the user narrative was confirmed. Inspection findings are as follows: elevator body fna needle is coming out not aligned; passed dry leak test; passed wet leak test; biopsy insulation ring deformed; air/ water socket cylinder o-ring chipped; ultrasound connector cable dented; customer complaint confirmed; umbilical cable bump at control body side; ultrasound connector cable short dented; eus connector cable short bump at control body root brace. The device is currently pending repairs where all defects will be corrected and return to the user upon completion. Parts to be replaced: o-rings and seals; deflector operating wire; insulation ring assy. A review of the service history indicates the device was routinely serviced at a pentax facility. No other information provided.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.